Event description:
User reported that upon completion of cardiac catheterization the angio seal was deployed. Upon removal of the sheath protector, the user attempted to pull the sheath out and it was difficult to remove. Tugged twice and it still would not come out. Additional attempts were made to pull sheath out. When sheath came out, it was discovered it had fractured and approximately half the sheath remained in the patient's femoral artery. A CT scan was performed which confirmed retained foreign body in the right artery lumen. The remaining sheath was removed in the cath lab prior to sending patient back to his room. No harm to the patient was reported.

Manufacturer narrative:
The actual device was not returned for evaluation. A picture was returned showing the device split in two pieces. The complaint is confirmed. The picture showed evidence that the device was stretched before fracturing. The details of the complaint indicate that the device was inserted and functioned during the procedure as expected. The damage occurred during the removal process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Manufacturer narrative:
No device is expected to be returned for evaluation. The evaluation is currently in-process. A follow up report will be sent when the evaluation has been completed.